Event description:
The following was reported to hamilton medical ag: summary: technical event 231008 displayed on screen self test also failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.